Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced overfill during use. The following information was provided by the initial reporter: material no: 362788 batch no: 9095649 event description per initial reporter email states, during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date awareness date catalog # batch # observation (B)(6) 2019 12 jun 2019 362788 9095649 draw volume above 5.5ml (5.52ml).

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been updated. The following information has been updated: g.4. Date received by manufacturer: 2019-06-12.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced overfill during use. The following information was provided by the initial reporter: material no: 362788 batch no: 9095649 event description per initial reporter email states, during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date awareness date catalog # batch # observation (B)(4). Draw volume above 5.5ml (5.52ml).

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tubes k2e 9.0 mg experienced overfill during use. The following information was provided by the initial reporter: material no: 362788, batch no: 9095649. Event description per initial reporter email states, during r&d testing, we have identified instances where the tube draw volume was outside of our specifications. The specific product sku and batch numbers where this occurred are listed below. Event date, awareness date, catalog #, batch # , observation: on (B)(6) 2019, 12 jun 2019, 362788, 9095649, draw volume above 5.5ml (5.52ml).